Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device "got very hot" while in use. It was unknown to the reporter if the device was used in surgery, if there were any delays in a surgical procedure, or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.